Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, during the last remap of the left atrium, the mapping catheter became caught in leaflets of the mitral valve or chordae. The catheter was able to be removed with some maneuvers with no apparent signs of injury. The procedure was successfully completed performing the last few rf applications with the ablation catheter on the pulmonary vein gaps. The procedure was completed without adverse patient symptoms. The next day, a heart murmur was heard and a large regurgitation was noted on echocardiogram. It is thought this regurgitation was likely due to a break of a tendinous chord. The patient is asymptomatic and no intervention has been needed.